Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe insulin during the fill tubing sequence. No impact to the customer's blood glucose. The customer changed all supplies and resumed insulin deliver.